Event description:
Mandatory medwatch received from the customer reporting an over-delivery of epinephrine. The report states, "abbott a+ pump initially infused epinephrine at 0.012mcg/kg/min (2.7ml/hr) using dose calculation mode. Intended to reduce epinephrine to 1.7ml/hr but staff member programmed 1.7 into the field intended for dose. Epinephrine was infused at 1.7mcg/kg/min instead of 0.008mcg/kg/min. Pt became symptomatic and required intervention." The customer was contacted for more info. The customer indicated the over-delivery was the result of an operator error in programming the device. At 0834, the pump was programmed in the dose calculation mode to deliver 5mg of epinephrine in 250ml at 0.012mcg/kg/min, with a calculated rate of 2.7ml/min. At 0928, physician changed the dose to 0.008mcg/kg/min, with a calculated rate of 1.7ml/hr. The nurse reportedly programmed the pump to deliver 1.7mcg/kg/min, with a calculated rate of 377ml/hr. At 0938, the pump alarmed and the nurse found the pt in ventricular tachycardia and hypertension. The pt was treated with "cardioversion times four and was intubated." Though requested, no further info was available.